Event description:
A us distributor contacted zoll to report that a patient had back issues and arthritis and the vest caused a lot of pain. There was no alleged device malfunction contributing to the pain. The patient¿s physician advised patient to remove the lifevest as needed due to the pain. Follow up indicated that the pain improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.